Event description:
It was reported that the pilot wire was bent upon removal from glenoid during the reverse shoulder surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Discarded by hospital.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a bent reverse shoulder pilot wire was reported. The event was not confirmed. Method and results: device evaluation and results: not preformed as no device was returned for inspection. Medical records received and evaluation: not performed as patient factors did not contribute to the reported event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there has been one similar previous reported event for this lot ID. Conclusions: the exact cause of the event could not be determined because the product was not returned for investigation.

Event description:
It was reported that the pilot wire was bent upon removal from glenoid during the reverse shoulder surgery.